Event description:
User install the device on endoscopy and ready to do biopsy, but user didn't puncture the needle into target area at first attempt, then retracted the needle and did second attempt but found out it is difficult to puncture as well. User then retracted the device from endoscopy and checked the needle while found out the needle kink. User complete the biopsy the second day with another same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r 2l 4r ao ar 11ri 11s. 3. Please describe the size of the intended target site. Unknown. 4. If not with the device in question, how was the procedure performed and/or finished? Changed to 19g needle to complete the biopsy the next day. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Pentax. 11. Was force required on insertion of device into scope? No. 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement. 13. Was difficulty experienced while retracting the needle? No. 14. Was the syringe used during the procedure, after the stylet was removed? Yes. 15. Was the needle able to be fully retracted before removing from the patient? Yes, with slight resistance. 16. Was gaining access to the targeted site difficult? Yes, at second attempt. 17. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 18. Was needle penetration of the targeted site difficult? Yes. 19. Was the stylet partially removed prior to advancement of needle? No. 20. How many biopsies/passes were obtained with use of this needle? None. 21. Did any section of the device detach inside the patient? No. 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Unknown. 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown. 24. Was there difficulty in attachment / detachment of the leur to the scope? Unknown. 25. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Yes.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688. Report is being submitted as a cancellation report following the lab evaluation as the complaint no longer meets the description of a reportable incident. Complaint device was returned and evaluated on 25-apr-2022: visual inspection: distal end of needle examined and severe distal kink observed outside tip of sheet. Needle removed from device and kink observed below sheath extender. Functional inspection: sheath extender able to advance and retract without difficulty. Moved locking ring of needle handle to position 8 and attempted to advance needle handle with a lot of difficulty. File has been re-assessed based on lab evaluation results. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Event description:
Report is being submitted as a cancellation report following the lab evaluation as the complaint no longer meets the description of a reportable incident. Complaint device was returned and evaluated on 25-apr-2022: visual inspection: distal end of needle examined and severe distal kink observed outside tip of sheet. Needle removed from device and kink observed below sheath extender. Functional inspection: sheath extender able to advance and retract without difficulty. Moved locking ring of needle handle to position 8 and attempted to advance needle handle with a lot of difficulty. File has been re-assessed based on lab evaluation results. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.